Event description:
It was reported that the patient received inappropriate therapy for atrial fibrillation with rapid ventricular response being misdiagnosed as ventricular tachycardia due to programming. Programming changes were made. Patient was stable after event. Patient will be monitored with routine follow up.